Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
After a portico valve was implanted, an angio-seal was used for vascular closure of the puncture site. There was kinking of the arteria iliaca communis dextra and moderate calcification of the iliac vessels (baseline CT). A pre-deployment angiogram was not performed. It was reported that the patient had access site bleeding in the left groin due to failure of the angio-seal. The angio-seal was fully deployed, but the device did not stop the bleeding effectively. The hemorrhage was detected after transferring the patient to the ICU. A murmur was detected during auscultation. A femostop device was applied. The patient had a transfusion on (B)(6) 2016. The patient is alive and comfortable according to an external cardiologist on (B)(6) 2016. Clinical study name: portico I, clinical study patient ID: (B)(6).